Manufacturer narrative:
Product analysis: the valve was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was prepped and loaded with a successful fluoroscopy check. The valve was inserted over a non-medtronic guidewire through the left groin using the inline sheath. The valve was deployed at 80% with controlled pacing at an adequate implant depth of 4 millimeter (mm) on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc). Upon release of the valve, the valve position rose to minus 2 mm above the annulus. Blood pressure began to drop, and an angiogram identified a right coronary artery occlusion. An 8 mm x 6 mm balloon was inserted through the right groin, placed between the stent frame cells and the valve was pulled above the aortic root. Blood pressure returned, but patient was defibrillated for ventricular tachycardia as the valve was being pulled from the aortic root. It was determined that implanting a second valve was not safe and the patient was converted to surgical valve replacement. The surgical valve was implanted uneventfully and the transcatheter bioprosthetic valve was explanted from the ascending aorta. The patient was discharged to the recovery room in stable condition. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Valve dislodgement events are typically not related to a device malfunction but may be influenced by potential factors such as, tension applied on the delivery catheter system (dcs) during positioning, patient calcification levels and compliance of the aorta and native vessels. It was reported that patient¿s blood pressure dropped and a right coronary artery occlusion was identified on an angiogram. In the evolut pro instructions for use (IFU), coronary occlusion is listed as a potential risk associated with the implantation of the valve and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique) and/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia). Hypotension, also a potential adverse event, can occur during the implant procedure but in this case, the blood pressure drop was likely an effect of the coronary occlusion. Cine films provided with the complaint were reviewed and showed the following based on the reviewer¿s discretion: the valve was deployed in a deep position and the angiogram confirmed that there was no coronary flow. The valve was relocated to above the sinuses. An angiogram confirmed that there was coronary flow after the valve was repositioned. The cine review concluded that the valve was 100% deployed in a deep position and there was no coronary flow. The valve was repositioned in the ascending aorta and coronary flow was seen on the angiogram. Based on the images provided, a conclusive cause for the valve dislodgement and coronary occlusion could not be determined. If information is provided in the future, a supplemental report will be issued.